Manufacturer narrative:
(B)(4). Date sent: 05/12/2025. D4: batch # c9eu3y. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60s device was returned with no apparent damage and with no reload present. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. When attempted to down load the event log, the log would not load, due to this condition the event log could not be review. An electrical test was perform on the device and some parameters were out of spec, this could possibly had an effect while trying to down load the event log. In addition, in order to verify the condition of the internal components, the device was disassembled. Upon disassembling, the pcb board was noted to be damaged. No conclusion could be reached as to what may have caused the pcb board to be damaged. However, this condition is not related to the reported event. The event described of non specific noise could not be confirmed as no abnormal noises were noted during functional testing. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch as part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished #ech60s, with lot/batch #c9ex6e, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device batch number c9eu3y, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a laparoscopic right hemicolectomy procedure, it was observed that the device could be fired, but there was a rattling sound on the way during use. The staple could be done. Another device was used to complete the case. There was no patient consequence nor surgical delay reported. No additional information provided.